Event description:
A malfunction alarm was reported with the pump during insulin pumping, labeled as alarm 20. The customer did not report whether their blood glucose level was impacted, specifically not confirming if it exceeded 500 mg/dl. Technical support assisted the caller in attempting to load a new cartridge, but the alarm persisted, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump and instructed the customer on returning the faulty pump. Meanwhile, the customer planned to use multiple daily injections to ensure continued insulin delivery.